Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, heavily tortuous, 90% stenosed, de novo lesion in the mid-left circumflex (mlcx) artery. After pre-dilatation, the 2.25x12mm xience skypoint drug eluting stent (des) was advanced to the lesion with resistance from the anatomy. As the des was being inflated, it was noted that the stent had dislodged in the proximal left circumflex. The des was unable to be retrieved so it was crushed, with a non-abbott balloon, to the vessel wall. A 3.5x15 xience skypoint des was then deployed over the crushed stent. Kissing balloon technique (kbt) was performed and a non-abbott device was used to successfully complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported dislodgement was able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the mildly calcified, heavily tortuous and 90% stenosed anatomy resulting in the reported difficult to advance. Manipulation and/or interaction with the mildly calcified, heavily tortuous and 90% stenosed anatomy and/or other devices resulted in the reported stent dislodgement. The treatments appear to be related to the operational context of the procedure as reportedly the stent was unable to be retrieved so it was crushed, with a non-abbott balloon, to the vessel wall. A 3.5x15 xience skypoint stent was then deployed over the crushed stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.